Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected battery out limit. The device had intermittent button response due to moisture damage keypad trace. The device had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip, and loose drive support disk. No moisture damage electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported the customer received a battery out limit alarm on their insulin pump. Customer also reported exposing their insulin pump to moisture. It was found the customer's rewind process appeared to be slower and their buttons were unresponsive after the moisture exposure. Customer's blood glucose was 140 mg/dl at the time of the incident. The customer also stated they were unable to clear their battery out limit alarm because their buttons were unresponsive. Advised customer to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.